Manufacturer narrative:
The device remains in service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited low shock impedance measurements within normal limits of 20 ohms. Technical services (ts) was contacted and recommended to continue to monitor. This ICD remains in service. No adverse patient effects were reported. Additional information received detailed that shock impedance measurements lowered to 19 ohms. Ts stated that there did not appear to be signs of lead failure and recommended follow up. No adverse patient effects were reported.